Event description:
A save to disk was performed on the device and submitted for engineering analysis. Initial analysis determined that the time between the middle of life 2 (mol2) and elective replacement indicator (eri) timestamps was earlier than expected, indicating a large power drain to the battery. The ICD was subsequently returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) had declared end of life (eol) and was in storage mode. The battery voltage was at 1.89 volts. However at a previous follow up four months earlier, the battery voltage was at 2.60 volts. The ICD was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported as a result of the surgical procedure.